Event description:
The customer obtained a non-reproducible, lower than expected vitros phbr proficiency sample result (ch-05 result = 26.3 ug/ml vs expected result = 42.26 ug/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur with patient samples. There was no report of affected patient samples. There were no allegations of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, lower than expected vitros phbr proficiency sample result was obtained while using the vitros 5600 analyzer. An ocd field engineer performed service actions to multiple analyzer subsystems and performed related adjustments. Performance testing following service verified that the equipment was returned to expected operation. The assignable cause of the event is an instrument related issue. There is no evidence that the vitros phbr slides malfunctioned.